Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femur, catalog#: ni, lot#: ni, persona articular surface, catalog#: 42511000411, lot#: 62280335. Complaint sample and revision operative notes were evaluated, and the reported event was confirmed. Tibial insert was returned for evaluation and visual evaluation of the returned part verified signs of wear (nicks and gouges) on one side of the dovetail and on the superior side of the articular surface. Additionally, a part of the material was missing along the lateral side of the articular surface. Tibial component was not returned, as it remains implanted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot information is unknown. Per package insert persona-the personalized knee system, pain, wear, instability and loosening are known adverse effects of the tka procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00640 and 0001822565-2018-00664.

Event description:
It was reported that the patient underwent a left knee tibial bearing revision due to pain. During the revision, knee was mentioned as unstable, and polyethylene wear was noted and bearing pieces were removed. A new, thicker bearing was implanted, and knee was stabilized. The patient underwent a subchondroplasty due to lucency of the tibial component. No further information has been provided.